Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04239. It was reported the pt had not charged the ipg in five months, and the ipg was unable to receive a full charge. In addition, the system was giving the pt shocking sensations when the system was not on. The sjm rep determined there were invalid contacts on the pt's lead. It was reported surgical intervention will be undertaken at a future date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.